Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing episode. The device was oversensing t-waves for only one episode. The patient was not reported to be symptomatic. The patient was stable and will be monitored with no changes at this time.